Manufacturer narrative:
(B)(4). The problem was not confirmed, as no sample was available for evaluation. Therefore the cause could not be determined.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The patient was hospitalized with rsv (respiratory syncytial virus) and was diagnosed with chemical peritonitis. The patient was treated with a 10-day course of vancomycin, intra-peritoneally (dose unknown). Dianeal therapy was ongoing. The patient was discharged and recovered from the peritonitis.same patient as (B)(4). This is report 1 of 2.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number h12k03016 and h12k01028. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.